Manufacturer narrative:
Exact date unknown, event date occurred few months ago from the date the manufacturer became aware of the event. Explant date: few months ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 17890819.

Event description:
It was reported that the patient was experiencing insufficient pain. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned. No further information has been obtained despite good faith efforts.